Manufacturer narrative:
The lot number is unknown; therefore, the manufacture date cannot be determined. The device has not been returned. A device analysis cannot be performed; therefore, the cause of the reported event is undetermined. The (B)(6) 2008 15-month cre balloons fixed wire product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted. (B)(4).

Event description:
Note: date of event is unknown. It was reported to boston scientific corporation on (B)(6) 2008, the a cre fixed wire balloon dilatation catheter was used for an esophageal dilation procedure. According to the complainant, there was no product inside the package when opened during preparation. The procedure was completed with another cre fixed wire balloon catheter. No patient complications were reported as a result of this event.